Event description:
It was initially reported by the neurosurgery office manager on (B)(6) 2013 that the patient was scheduled for revision of the ¿left vns incision.¿ follow-up with the office manager revealed that the patient had generator replacement on (B)(6) 2013 which was believed to be prophylactic generator replacement. However, later, on (B)(6) 2013, it was reported by a nurse at the office that the surgeon opened the generator incision but did not replace the generator. An infection was not seen, so the pocket area and generator were cleaned and the incision was the closed. Attempts for additional information have been unsuccessful to date. The reason for referral for surgery is unclear.

Event description:
Additional information was received that the patient's device will be explanted. Good faith attempts were made for additional information; however, they were unsuccessful. It is unknown why the patient was scheduled for device removal. Although surgery is likely, surgery has not occurred to date.

Manufacturer narrative:
Device history records were reviewed. Review of the generator device history records confirmed all quality tests were passed prior to distribution and the device was sterilized prior to distribution.

Event description:
The patient underwent explant on (B)(6) 2013. Per hospital policy, explants are held for a couple of weeks then discarded.